Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the right common femoral artery access site using perclose proglide devices. Reportedly, after successful suture deployment using the first proglide device in 6-french access site, an attempt was made to deploy the suture from a second proglide device, but when the needle plunger was removed, no suture was present. The device was removed. Two additional proglide devices were used with the same result. A fifth proglide device was successfully deployed. The sutures from the first and fifth proglide devices were set to the side. The access site was upsized to 16-french. After the aaa repair procedure, the knots from the proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The other two proglide devices referenced are filed under separate medwatch MFR reference numbers. Evaluation summary: the device was returned for analysis. The reported suture retrieval issue could not be confirmed as it was noted the suture loop remained in the suture bearing. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.